Event description:
The device was used to treat a "chronically ill" pt in cardiac arrest. The pt was reportedly asystolic throughout the call. The device was connected to the pt using quik-combo pacing/defibrillation/ECG electrodes and quick-combo therapy cable. The device allegedly did not acquire the patient's ECG signal. The electrodes were changed and the problem persisted. The therapy cable was changed and the device began to operate properly. Treatment was continued using the device with the back up therapy cable. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessmennt of the patient's lack of viability.